Event description:
Patient was positioned prone in mayfield head pins- after the procedure had finished and drapes were torn down. Staff in the room had noticed that the pins had slipped causing a laceration on the patients head. The patient's laceration was closed with staples by the resident in the room. Mayfield parts involved: torque screw #20, skull ratchet #12, skull clamp #17. All pieces involved will be removed from service and sent out to be examined.